Event description:
A driver rx coronary stent system, length 30mm, diameter 3mm, was reported as having a wire protruding from the stent when it was opened. It was reported that the device was not used in a patient. Although the account initially stated that the device was not used in the patient, further information was received to indicate that the device was advanced to a 90% stenosed lad lesion in a patient. It was reported that resistance was encountered while attempting to advance the stent across the lesion. The account could not provide any information regarding the mandrel that was found in the device. No patient injury occurred.

Manufacturer narrative:
(B)(4). Results: (90% stenosis). Conclusions: (90% stenosis). Evaluation summary: the device was returned to medtronic for evaluation. There was a mandrel stuck in the distal inner lumen with 3.3cm exiting the guide wire entry port. The distal tip was kinked at the point where the wire ended. The mandrel did not extend past the kink on the distal tip. The stent was positioned on the balloon as per specifications. The first distal stent segment was raised, deformed and pulled distally. The distal end of the tip was damaged with a section of tip material raised. The device was placed in a water bath in an attempt to remove the mandrel. When the mandrel was withdrawn from the device, there was hardened blood and residue along the section of mandrel which had been inside the inner lumen. The mandrel length measured 31.5cm, the od measured 0.01530". A review of all mandrels used at the (B)(4) has confirmed that there is no mandrel of that length and od used during the manufacture of driver rx product.